Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the anti-siphon valve tubing leaked while infusing etoposide. The tubing disconnected from the adult patient's pac line which caused blood to backflow onto the bed and linens. Chemotherapy spill kit was used to clean up blood and area. Tubing was replaced and the chemotherapy restarted. There was no harm.